Event description:
New information received noted that when the patient presented via remote transmission, low pacing impedance and noise was noted on the right ventricular (rv) lead again. Fracture was also noted on the rv lead.the device inhibited pacing due to over sensed noise. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03233. It was reported that when the patient presented via remote transmission, auto polarity switch and low impedance was noted on the right ventricular (rv) lead. Auto mode switches due to noise were also noted on the rv lead. Patient visited couple of days later in clinic. Chest x-ray revealed dislodgement on the rv lead. Fracture on the right atrial (ra) lead was noted. Insulation damage on both the leads was suspected. Lead revision was discussed. Programming changes were made. The patient was stable and will continue to be monitored.